Manufacturer narrative:
(B)(4); the device remains in service. A revision is planned for the electrode. This report will be updated when additional information is received.

Event description:
Boston scientific received information that this device was implanted during a replacement procedure; the patient's first subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted for normal battery depletion. The chronic electrode remained in use with the new device. Post-implant, automatic setup could not be performed as the r-wave amplitudes were too small. Manual set-up was done and the vector was programmed to secondary. Three days later defibrillation threshold (dft) testing was performed. Automatic set-up was tried again, but the r-waves were still too small and the vector was programmed to alternate. Ventricular fibrillation (vf) was induced, but the device did not detect/treat after 30 seconds. The device was reprogrammed to secondary for the next induction and the shock was successful. It was later reported that at home, the patient received an inappropriate shock due to noise/myopotentials. The patient was hospitalized, device therapy was turned off, and a large hematoma at the device pocket was monitored. Once resolved, the electrograms did not show improvement. X-rays from the initial implant in 2010 were compared to current x-rays and it was confirmed the electrode had moved. A revision was planned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device remains in service. A revision is planned for the electrode. This report will be updated when additional information is received. The electrode was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. A visual inspection observed appropriate setscrew markings on the terminal pin, and microscopic inspections of the terminal pin assembly found no anomalies. Resistance testing found the electrode was not electrically continuous, indicating a high voltage conductor fracture. X-ray analysis and CT scan confirmed the fracture site was at the weld under the sense b ring contact. Laboratory analysis concluded the clinical observations of noise, oversensing and inappropriate therapy were due to the fracture.

Event description:
Boston scientific received information that this device was implanted during a replacement procedure; the patient's first subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted for normal battery depletion. The chronic electrode remained in use with the new device. Post-implant, automatic setup could not be performed as the r-wave amplitudes were too small. Manual set-up was done and the vector was programmed to secondary. Three days later defibrillation threshold (dft) testing was performed. Automatic set-up was tried again, but the r-waves were still too small and the vector was programmed to alternate. Ventricular fibrillation (vf) was induced, but the device did not detect/treat after 30 seconds. The device was reprogrammed to secondary for the next induction and the shock was successful. It was later reported that at home, the patient received an inappropriate shock due to noise/myopotentials. The patient was hospitalized, device therapy was turned off, and a large hematoma at the device pocket was monitored. Once resolved, the electrograms did not show improvement. X-rays from the initial implant in 2010 were compared to current x-rays and it was confirmed the electrode had moved. A revision was planned. No additional adverse patient effects were reported. Additional information was received. The electrode was explanted and replaced. The new electrode was positioned on the right side of the sternum, and the signals on the s-ecgs were better in all the sensing vectors when compared to the previous electrode. The shock impedance was 70 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); the device remains in service. A revision is planned for the electrode. This report will be updated when additional information is received. The electrode was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this device was implanted during a replacement procedure; the patient's first subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted for normal battery depletion. The chronic electrode remained in use with the new device. Post-implant, automatic setup could not be performed as the r-wave amplitudes were too small. Manual set-up was done and the vector was programmed to secondary. Three days later defibrillation threshold (dft) testing was performed. Automatic set-up was tried again, but the r-waves were still too small and the vector was programmed to alternate. Ventricular fibrillation (vf) was induced, but the device did not detect/treat after 30 seconds. The device was reprogrammed to secondary for the next induction and the shock was successful. It was later reported that at home, the patient received an inappropriate shock due to noise/myopotentials. The patient was hospitalized, device therapy was turned off, and a large hematoma at the device pocket was monitored. Once resolved, the electrograms did not show improvement. X-rays from the initial implant in 2010 were compared to current x-rays and it was confirmed the electrode had moved. A revision was planned. No additional adverse patient effects were reported. Additional information was received. The electrode was explanted and replaced. The new electrode was positioned on the right side of the sternum, and the signals on the s-ecgs were better in all the sensing vectors when compared to the previous electrode. The shock impedance was 70 ohms. No additional adverse patient effects were reported.